Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, post procedure when the physician attempted to insert the decompression tube into the button it was noted that the flange was torn. The procedure was completed with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the button revealed the button body shaft to be split approximately 6 mm starting at the proximal / flange surface and running lengthwise down the body shaft. An examination of the split surface found striations running perpendicular to the body. The split appeared to be torn from the inside to the outside of the shaft. The condition of the returned unit was consistent with the complaint incident that the device was torn. It is possible the split was caused by insertion of decompression tube adaptor into the button body during use. It remains unknown if the defect occurred due to manufacturing/ packaging, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A review of the device history record was performed for lot 14214900 and revealed no issues related to this complaint. A lot history search was performed and found no other complaints against lot number 14214900. Based upon the investigation results that the shaft of the button was torn and not the flange this is now deemed reportable.